Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: a failed suture needle was submitted to fractographic evaluation. The component was identified as product code z494g. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. He fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the lot number? No further information is available. What tissue structure is it located? Dermal layer. The product was used during a hernia procedure. In case, broken needle was found in the CT scan: are any plans in place to remove the needle piece in future? Broken needle was not found. If retained, what is the surgeon's opinion of consequences to the patient? The surgeon determined that the needle was not retained. Was there any additional tissue damage as a result of searching for the needle piece? The around tissue was additionally cut to search the needle. What is current condition of the patient? There is no problem and the patient will leave the hospital within days. As a result of diagnosis by the doctor, it was determined that there was no possibility of residue in the body. An incision was made in the surrounding tissue when searching for the broken needle fragment. The patient's course was uneventful, and the patient is scheduled to be discharged from the hospital soon. Product code: z496g, z494g. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2022 and suture was used. During use on the patient the needle tip broke about 1mm when passing the needle through the dermal layer by implantation suturing. The surrounding tissue was additionally cut to search for the needle during this procedure. X-ray was taken for any remaining piece, but the broken piece was not confirmed. A CT scan was conducted. Broken needle was not found. The surgeon determined that the needle was not retained. There were no patient consequences reported. Additional information was requested.